Manufacturer narrative:
Block e1: the reported healthcare facility is: (B)(6). (B)(6). (B)(6). Block h6: imdrf device code a04 captures the reportable event of stent cover damaged. Block h11: investigation summary: with all the available information, boston scientific corporation was unable to confirm the reported event of stent cover damaged/defective. The complaint device was not returned for evaluation; therefore, product analysis could not be performed. Taking all available information into consideration the investigation concluded that there is not enough evidence to determine if the reported event of stent cover damaged/defective was due to the physician's device manipulation during the procedure, or whether it was related to a device malfunction. The investigation findings did not lead to a definitive conclusion regarding the cause of the reported events; without proper evaluation of the device, the most probable contributing cause remains unknown. Device technical analysis: the complaint device was not returned for evaluation; therefore, product analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, fever is noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. Risk review: a risk review was completed and confirmed that the reported events of stent cover damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transgastrically during a procedure performed on (B)(6) 2026. During the procedure, holes in the stent were visualized, causing leakage. The stent remains implanted, and the procedure was completed. The patient experienced fever. There were no medical or surgical interventions performed. Note: no further information has been obtained despite good faith efforts.